Manufacturer narrative:
Correction: please refer to d9/h3. The device was not returned for evaluation. The reported event could be confirmed, although the device was not returned but an image was shared which confirms the alleged failure. An evaluation of the image provided by the customer confirmed the impactor head was found to be broken and detached from the metallic handle. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
As reported: "omega3 impactor assembly has structurally failed during intended use. Replacement instrument obtained from another consignment tray of the the same kit".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "omega3 impactor assembly has structurally failed during intended use. Replacement instrument obtained from another consignment tray of the the same kit".